Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nasal/throat irritation or soreness, ear infection, sore throat, hoarsed voice recently. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. The patient had also alleged to have nasal/throat irritation or soreness, ear infection, sore throat, hoarsed voice. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Unidentified substance found on top of humidifier and inside tube on humidifier, consistent with mold, white powder around valve from humidifier to device, consistent with unknown residue on the front and back panel, and pac of device multiple hair strands located in the bottom of the humidifier by valve to device, and front panel of device, small insect found in the bottom of device, marks consistent with water marks found on and around blower, and on plastic inside of device. Pil used a fitt (foam integrity test tool) and the associated procedure ER (B)(4) vol and was not able to confirm the presence of degraded sound abatement foam. Pil was not able to get care orchestrator information from device. However, pil was able to retrieve data from the device. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Review of the device log showed: -errors logged: (B)(4) errors were logged. Section h6 updated in this report.